Manufacturer narrative:
.

Event description:
Procedure type: laparoscopy. According to the reporter, the surgeon inserted the device using a veris needle. Then he re-inserted veris needle with radially expandable sleeve. Then he inserted the blunt dilator/port into radially expandable sleeve and then he inserted a 5mm laparoscope into port and performed procedure. Reportedly, only the scope was inserted through this port. Well into the procedure, it was noticed a small 2mm x 1mm fragment was missing from the cannula. Surgeon tried to locate the piece but was unable to detect it under direct visualization. Or time was extended approximately 30-45 minutes to locate the missing piece but was not found. Additional anesthesia was given to the pt, and x-rays were taken in effort to locate the missing piece. No other pt information was given from the user facility. No pt injury was reported.